Manufacturer narrative:
Exemption number: e2014018. This is a preliminary report. A final report will follow after the investigation could be executed. A review of the device history records must remain incomplete, due to a lack if the corresponding lot number. Based on the information available we assume a patient related failure in combination with ear and tear. Based on experience, it is assumed that an overload situation or bony changes after the primary surgery led to the breakage of the ceramic ball head.

Event description:
It was reported by the healthcare professional "there was a revision required due to a 17 year post operative fracture to the left hip ceramic head." Additional patient outcome has been requested. When the additional information is received a follow up report will be submitted.